Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced event of infusion set leaking at cannula on (B)(6)2024. The event occurred after 3 or more hours of insertion. The infusion set had been used for 2 days. The insertion site was at the upper buttock. The blood glucose level was 290 mg/dl at the time of event. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.